Manufacturer narrative:
Product event summary: the guidewire was returned and engaged in the lead. The distal tip of the wire was still attached by the coil and the wire was stretched from the proximal bond joint forward. The distal bond joint was pulled apart breaking the core wire on the proximal side of the joint; the wire was badly damage. There was a kink in the distal tip behind the solder joint. Distal end of broke core wire. There appeared to be a surface imperfection at the break site and the proximal bond joint was stretched indicating pull force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the wire was engaged in the lead. The distal tip of the wire was still attached by the coil. The wire was stretched from the proximal bond joint forward. The distal bond joint was pulled apart breaking the core wire on the proximal side of the joint. The wire was damaged. None of the wire was missing and the distal tip of wire was s shaped. There was a kink in the distal tip behind the solder joint. Distal end of broke core wire. There appeared to be a surface imperfection at the break site. The proximal bond joint was stretched indicating pull force. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire unraveled. The physician stated there was never any sticking of the guidewire in the left ventricular (lv) lead and the physician pulled back the guidewire and the wire had fallen apart with many thin wispy like pieces everywhere. The distal portion of the wire was still externalized at the lead tip and came back with the lead both times. The lead and the guidewire were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.